Event description:
Information received indicates the head end brake is not holding but the foot end is.

Manufacturer narrative:
The technician found the head end casters were worn. He replaced the casters to repair the bed.